Event description:
The device was used during an appendectomy. Reportedly, the instrument did not cut. The surgeon manually cut the tissue to complete the procedure. The hosp has reported no pt injury occurred.